Manufacturer narrative:
No medwatch form was received from the user facility, therefore, information on the medwatch form 3500a was completed by medtronic with information received from the healthcare professional." Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported by a non-medical professional that a patient underwent a posterolateral spinal fusion at t12-l1 and form l3-s1 with segmental spinal instrumentation from t7 down to the sacrum and into the ilium bilaterally. Approximately 2 years 4 months post-op, xrays reportedly revealed a left-sided broken rod. Patient underwent a revision surgery to remove the hardware from t12 to the sacrum and the pelvis with replacement of instrumentation. No other patient complications were reported.